Event description:
Healthcare professional reported they injected a patient with 5mls of juvéderm® voluma¿ with lidocaine into the temples, cheek points, and nasolabial folds, 3mls of juvéderm® volux¿ into the chin and jawline, and 1ml of juvéderm® volift¿ with lidocaine into the dmcf, 1ml of juvéderm® volbella® with lidocaine into the tear trough, and 5mls of skinvive by juvederm into the full face and lips with cannula. The next day, patient experienced bruising in the upper lip with blanching, no pain. The healthcare professional suspected an occlusion of the superior labial artery.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.